Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced premature power switching and the controller did not recognize connected battery resulting in a pump stop. The controller was exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted as remedial action and correction number information was received. Updated section: h7 and h9. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the controller in relation to the reported event. Failure analysis of the returned controller revealed that the device passed external visual inspection. Functional testing revealed that the controller was unable to communicate with external batteries. This was likely perceived by the patient as the reported controller did not recognize a connected battery. Internal inspection of the controller revealed damaged diodes on the communication line pertaining to the power ports. Additionally, it was observed that the integrated circuit responsible for the communication between the controller and batteries was damaged. Log file analysis revealed that the controller contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log files revealed a premature power-switching event due to a momentary disconnection involving the battery. There is no evidence that the lubrication servicing was performed on the reported device. Analysis of the event files revealed 2 controller power up events logged within the analyzed period. The first controller power up event was recorded on july 17, 2018, at 12:44:36. The data point prior to the loss of power revealed that the battery was connected to power port one (1) with 94% relative state of charge (rsoc) and an adapter was connected to power port two (2). The data point after the controller power up event revealed that the battery was connected to power port one (1) and an adapter was connected to power port two (2). The controller was without power for 8 seconds. The second controller power up event was on (B)(6) 2018, at 09:12:06. The data point prior to the loss of power revealed that a battery was connected to power port one (1) with 74% relative state of charge (rsoc) and a battery was connected to power port two (2) with 24% rsoc. The data point after the controller power up event revealed that the battery was connected to power port one (1) and a battery was connected to power port two (2). The controller was with out power for 10 seconds. As a result, the reported events were confirmed. Based on the log file analysis, the most likely root cause of the premature power switching event can be attributed to momentary disconnections between the controller and batteries. A possible root cause of the loss of power can be attributed to a disconnection of both power sources and/or an intermittent disconnection on one or both power sources. An internal investigation was initiated to capture events involving the controller losing power. An internal investigation investigated momentary disconnections. A possible root cause for the damaged diode and integrated circuit on the communication line can be attributed to a misalignment of the cac adapter on a power port of the controller, causing a voltage spike on the communication pin of the connector. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.